Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is on vacation and her pump was exposed to water. Her blood glucose is 432 mg/dl and she said that she does not have any syringes. The customer said that they received a sudden vibration and then a blank display after the pump was exposed to the moisture. She was advised that the insulin pump would need to be replaced, to discontinue use of the pump and revert to a backup plan per her doctor¿s orders. The pump will not be returning for analysis.

Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform testing due to blank display. Unit received with minor scratched lcd window and cracked retainer.